Event description:
The customer reported an unknown issue with the thermogard console (sn (B)(4) and requested a functional test. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The console was evaluated by zoll service at the customer site. The customer reported an unknown issue with the thermogard console. Based on the event log review, the mid: 09 (air trap assembly) error message was noted around the customer's reported date. The probable root cause was determined to be an overflow of liquid into the air trap chamber. There was no recent history of start-up kit (suk) leak complaints reported by this customer. Upon visual inspection, no physical damage was observed. In addition, the suk in the console at the time of testing was not primed completely. Further review of the event log indicated a mid:08 (post stuck key) error, which was cleared by the user. During initial functional testing, the thermogard console passed all the tests without any fault or error. The observed error messages in the event log were not duplicated. Following service, the thermogard console passed all the testing without any fault or error. All test and readings are within the specified limits and the system functioned as intended.